Manufacturer narrative:
(B)(4)

Event description:
The customer stated that the nurse noticed the tracheostomy tube's pilot baloon became detached from the tube after three days of use. There was no patient harm and the tube was removed and replaced.

Manufacturer narrative:
(B)(4). A visual inspection was performed and it was observed the inflation line is cut and the pvt valve is detached from the tube, the edge in both ends on the inflation line is even, the failure mode inflation valve separation is confirmed. All manufacturing controls were found effective to detect the reported failure mode. The confirmed failure (inflation valve separation) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process.